Event description:
A pt had been positioned prone on a midmark surgery table for a lumbar laminectomy. During the case, one of two pins that support a section of the table, broke. This allowed one side of the table top to drop. An x-ray c-arm was under the table and prevented the table from dropping more than a few inches. The table was temporarily supported and the surgery completed. There was no evidence of patient injury.